Event description:
Procedure: unknown. Reportedly, the balloon ruptured during the procedure, which some pieces of the silicone layer falling off into the pt surgical cavity. All pieces were removed. No pt injury reported.